Event description:
During hernia repair, a pt received minor surgical burns to the right and left side of the abdomen. Tegaderm was applied as a medical intervention to treat the burns. These burns were the size of a pencil tip. The pt has recovered and is doing well.

Manufacturer narrative:
The user facility will not release suspect device for investigation. Conmed electrosurgery is not able to confirm the reported malfunction. It may be possible the device was placed on the abdomen of the pt after use, in turn burning the pt's abdomen. This can only be speculated, due to no return of the suspect product. This is all the info that as provided by the user facility.